Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 43, motor errors, or prime/rewind anomalies were noted during testing. On the other hand, a white spot was noted in the upper left corner of the lcd screen. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 43 occurred on (B)(6) 2021 @ 01:59:58, 02:24:26, and 02:26:33 to name the first three. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j1, small black spot of damaged diodes in the upper left corner of the lcd screen; motor flex cable terminal. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a pump error 43 and a crack on the battery compartment both were confirmed. The pump error 43 was probably due to the previous moisture on the motor flex cable terminal, and the white spot on the lcd screen is due to moisture damage in the area of the black spot on the lcd screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed spi to motor pic communication error. Customer stated she was unable to rewind the pump. There was crack on the battery compartment. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.